Event description:
It was reported the bd vacutainer® k2e 7.2mg plus blood collection tubes experienced foreign matter in tube biological and non-biological. This event occurred 5000 times. The following information was provided by the initial reporter: translated to english. The customer stated: "there is condensation within the tubes, we are unable to accept these tubes.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for condensation with the incident lot was not observed. It is observed as edta spray on the tube wall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the bd vacutainer® k2e 7.2mg plus blood collection tubes experienced foreign matter in tube biological and non-biological. This event occurred 5000 times. The following information was provided by the initial reporter: translated to english. The customer stated: "there is condensation within the tubes, we are unable to accept these tubes."